Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving a low scan result on the adc device compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and was capable of self-treating by consuming food. The customer then performed a fingerstick test in which they obtained an unspecified high glucose result and self-treated with insulin (type/dose unspecified). There was no third-party treatment reported with the reported issue. There was no report of death or permanent impairment associated with this event.